Event description:
On (B)(4) 2010, an elevate anterior and apical repair was attempted, the mesh arms were found to be inserted into the bladder, the mesh was then removed and the bladder was closed with two layers of suture to repair the bladder. No mesh was implanted in the patient.

Manufacturer narrative:
No alleged device malfunction reported, device has not been returned for analysis. No conclusion can be drawn at this time. Should additional information become available regarding this revision surgery it will be re-evaluated and a follow-up report will be sent.